Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge change errors with multiple cartridges during the load process. The customer's blood glucose (bg) level went up to 550 mg/dl with high ketones. Reportedly, the customer went to the emergency room (ER) to receive insulin therapy to address impacted bg level. After being in the ER for approximately 4 hours, the contact reported that the customer was "back to normal" with a bg level of 218 mg/dl. The contact confirmed that an alternate method of insulin delivery was available.